Manufacturer narrative:
UDI is unknown due to the device was manufactured prior to 9/24/2014. Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
It was reported the patient had multiple falls and experienced a sputtering sensation due to stimulation turning on and off. Troubleshooting was attempted but could not provide resolution. As a result, the patient will undergo surgical intervention.